Manufacturer narrative:
Attempts to obtain additional information have been unsuccessful. A supplemental report will be submitted as more information becomes available. Results - visual and microscopic examination confirmed that the needle had separated from the hub. The amount of glue in the glue well was insufficient to keep the needle in place. Conclusions: this type of defect is a result of operator error. A corrective action was implemented to address low glue issues and testing to identify this defect during the automated manufacturing process. This includes additional instructions to add more control to the glue change process, specifically glue handling, in process fill level inspections and purge procedures. (B)(4).

Event description:
Needle pulled out of hub.